Manufacturer narrative:
Product ID: neu_unknown_lead, product type lead product ID: neu_ptm_prog, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information found reported that an overdischarge was suspected. It was reported that the device "hadn't worked from day one." It was reported that the patient had to have the device removed so that they could get an MRI. It was reported that the patient had high back pain, but the pain was now different and was lower in their back. The device was reported to be implanted on the lower left quadrant, on either side of their spine, and about eight inches above that. It was noted that was not the area that was hurting. It was also noted that the battery refused to "get charged.

Event description:
It was reported that the patient sat all day on a mobility chair and her disc was collapsing. The patient needed an MRI. It was reported that the patient had relief about 3-4 months after implant, but since then had not had any relief. The patient stopped charging her device about a year ago, and since then had experienced increased back pain. It was later reported that the patient never had therapeutic effect, and a surgical intervention was required. The ins was explanted due to less than 50% therapy relief. Following the procedure it was reported that the patient had no injury or adverse event.

Manufacturer narrative:
(B)(4).